Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that prior to meeting with the patient for their first post-operative reprogramming, the adaptive stimulation (as) had been set up with the ins still in the box by the implanter. Upon meeting with the patient, the intensities changed from the initial programmed level for the first group, to zero when the patient changed to a different group ¿from c to a¿. Technical services reviewed the process to program as, possibilities, which could lead to zero intensity levels for different groups after programming, how to confirm intensity levels prior to exiting a programming session and confirming positional intensity changes on the patient controller. The event date was asked, but was unknown. The rep stated they were planning to meet with the patient today and stated that they would call technical services to report and event if it was still happening. No further complications were reported/anticipated.

Event description:
It was confirmed from a manufacturer representative on 2018-nov-09 that the issue had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.